Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). The robi scissor insert exhibits temperature-related damage. According to the information the scissor insert was operated with 50w. According to the associated instructions for use, a maximum of 35w is to be used. The damage can therefore not be attributed to a material or production defect and was caused by operation outside the product specifications.

Event description:
It was reported that there was event with a "handle". According to the information received, the work insert burned intraoperatively. Further information is not available.